Event description:
Complaint summary: it was reported that this subcutaneous implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 31 to 15 percent in just 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd). The device battery usage parameter has been increasing abnormally, and it appear to be still increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
Complaint summary: it was reported that this subcutaneous implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 31 to 15 percent in just 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd). The device battery usage parameter has been increasing abnormally, and it appear to be still increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received was received indicating that this device was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This supplemental report is being filed to correct the a. Patient information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 31 to 15 percent in just 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd). The device battery usage parameter has been increasing abnormally, and it appear to be still increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
Complaint summary: it was reported that this subcutaneous implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 31 to 15 percent in just 6 months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion (pbd). The device battery usage parameter has been increasing abnormally, and it appear to be still increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received was received indicating that this device was explanted and a new device was implanted. No additional adverse patient effects were reported.